Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 599 mg/dl at the time of hospitalization. Customer stated that her insulin pump was malfunctioning, because it was alarming motor error. Customer stated that her infusion set was not inserted correctly and that may be the cause of her high blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit passed off no power and self test. Unit was unable to prime during prime test and unable to complete functional test, due to faulty force sensor and prime anomaly. Motor was tested out side of the device and passed. Unit had scratched display window, cracked reservoir tube and broken reservoir tube lip.